Event description:
An event occurred on an unspecified date involving a plum 360 pump reported that infant was to have 30ml of replacement fluid delivered over 12 hours so 2.5ml/hr for 12 hrs. Replacement fluids were started at 0600 but by 0830 the pump was beeping infusion completed and the pump stated 42.1ml had been delivered. When reviewing the pump settings, it was found the pump was set at the correct 2.5ml/hr and that the total volume infused was 42.1ml. It had occurred during infusion. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.